Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure of the right inferior pulmonary vein, the pv tracker would not advance or retract within the loop catheter. The pv tracker extended out of the tip and a small amount of tissue was observed at the tip of the pv tracker, which also appeared slightly frayed. Additionally, a small amount of tissue was noted at the tip of the loop catheter. A new pv tracker was opened and used with the same loop catheter. The case was completed with pulsed field ablation. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the guidewire was returned and analyzed. The guidewire appears to have tissue stuck on the tip. In conclusion, the reported issue was confirmed through analysis. The guidewire failed the returned product inspection due to the stuck tissue. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.